Event description:
The customer observed false reactive alinity I toxo igg for a 29-year-old pregnant female. The following results were provided: sid (B)(6), initial toxo igg result= 52.31 iu/ml (positive). The physician requested the sample to be retested as it did not match the patient¿s clinical presentation. Repeat results= 0.03 iu/ml, 0.02 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k number k210596.